Event description:
A customer contacted beckman coulter inc. (Bci) regarding false glucose (glucm) results generated by the unicel dxc 800 pro synchron clinical systems for two pts. Pt a and b samples were tested for glucm and results of "500 mg/dl something" and 45 mg/dl were obtained respectively. The results were not released by the system because they were outside of the lab's defined validation range. Both results triggered a critical rerun at the instrument and repeated results were "100 mg/dl something" for pt a and "80s or 90s" for pt b. The results were reported out of the lab. Samples of both pts were re-tested on a different instrument which confirmed the original "500 mg/dl something" and 45 mg/dl were the true results. The results were amended for both pts. Treatment was not initiated or withheld, as the results were amended before they reached the physician.

Manufacturer narrative:
Qc run before and after the event was within lab established ranges. After testing the 2nd sample, the customer noted that the accusense electrode was due to be replaced. Once the electrode was replaced, the customer reported on 10/17/08 that the lab has not experienced any add'l erroneous results. The customer performed routine maintenance, and believes the issue was resolved. The customer declined add'l service. Hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.